Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the pt experienced halos and was unable to adapt to the lens. Subsequently, the lens was exchanged for a monofocal lens. Additional information was received from the optometrist who reported the pt also experienced (before lens exchange) double images of everything at distance which was constant and not secondary to dry eye or lens placement. She reported the lens was repositioned to try to clarify the images. The lens was eventually exchanged and the events resolved.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).